Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after experiencing syncope and feeling shocks. Interrogation of the device revealed an episode of vt with hv therapy successfully delivered. Thereafter, multiple episodes of inappropriate high voltage therapies due to post-sensed t-wave oversensing were seen. The patient was hospitalized. The device was reprogrammed and remains implanted. The patient remained hospitalized and no further information is available regarding his condition.